Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer is reporting alarm that is not making any sound. She can hear an internal rattle in the alarm. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Product was received with scratches on the exterior housing, both dust covers underneath the battery slots are damaged, missing battery door and nurse call receptacle. The broken pieces from the nurse call receptacle were loose inside causing a rattling sound when the unit was shaken. The reported issue of the unit not sounding was not confirmed. Evaluation found the unit sounded with static noise due to a faulty speaker and the nurse call receptacle appeared to be missing. If there is static when the message plays, the alarm will still alert the caregiver of a patient exit. If the nurse call receptacle is damaged to such an extent that it is reasonable to suggest that it could not physically be put into use, then the device will not be put into use with a patient. Being that the unit has been in use for over 5 years, the likely cause of the event is normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Supplemental required for additional information.